Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise over-sensing which resulted in an inappropriate auto mode switch. Programming changes were made. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.